Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing and high voltage therapy due to supraventricular tachycardia. The hv therapy appeared to have broken the rhythm. No further information is available.